Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving clonidine, bupivacaine, and morphine via an implanted pump. The indication for pump use was spinal pain. On 12-jan-2017 it was reported that the patient was due for a pump refill on (B)(6) 2017 and had missed the refill. On (B)(6) 2017 the patient began seeing an 8286 (empty pump) code on the ptm (personal therapy manager). On (B)(6) 2017 the patient was admitted to the hospital and her paperwork stated it was for ¿withdrawal due to pump empty¿. The patient was unconscious and had a seizure. She was in the hospital very ill for 7 days. Six of those days she was vomiting bile. The hospital was unaware of what to do with the pump and they didn¿t cover her pain. She got out of the hospital late last night and she was on her way to her healthcare professional now for a refill. Per the patient, starting about 4 months ago, it had happened several times where the pump was empty before her refill. The patient wanted the pump interrogated stating ¿perhaps there¿s a leak in the catheter or something¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.